Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the connector split into two while inside the ilet, resulting in an inability to disconnect the component, and the ilet was subsequently shut down and arranged for replacement; the affected component was the connector/coupler. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with failure to disconnect, localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.